Manufacturer narrative:
Device evaluated by MFR., the nc quantum apex monorail balloon catheter was returned with no original packaging or other devices. Examination identified dried blood and contrast present throughout the distal lumen. The balloon catheter was returned in a deflated state. The balloon was inflated to 6atms to locate the balloon defect and a pinhole was identified in the balloon wall, approximately 3.5mm from the proximal balloon waist, parallel with proximal markerband. Examination identified no irregularities in the balloon material or the ro markers that could have contributed to the damage. The inner lumen had a kink 2mm from distal end of proximal markerband inside the balloon body. Tip damage was also noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through a radial artery. The 90% stenosed, de novo lesion was located in a moderately tortuous mid left anterior descending (lad) artery. The physician implanted a promus stent and post dilated with the 3.0mm x 12mm nc quantum apex balloon. Upon the second inflation the balloon was inflated to 16atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through a radial artery. The 90% stenosed, de novo lesion was located in a moderately tortuous mid left anterior descending (lad) artery. The physician implanted a promus stent and post dilated with the 3.0mm x 12mm nc quantum apex balloon. Upon the second inflation the balloon was inflated to 16atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.